Manufacturer narrative:
The sonicare tooth brush charger is an accessory to the essence+ power toothbrush system.

Event description:
A consumer reported that their charger blew out the outlet causing property damage. No injuries were reported.

Manufacturer narrative:
Patient email address was identified and updated. Analysis results: product was not returned to confirm a malfunction has occurred.